Event description:
Related manufacturing reference number: 2017865-2023-94832, related manufacturing reference number: 2017865-2023-94830, related manufacturing reference number: 2017865-2023-94831. It was reported via the food and drug association (FDA) medwatch program that the patient had an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that both exhibited an unspecified failure. The ICD and rv lead were both explanted and replaced, but the new ICD and rv lead also exhibited and unspecified failure. The newly implanted ICD and rv lead were deactivated. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147630, mw5147631, mw5147632, mw5147633.